Event description:
Information received indicated the head of bed will not lower when CPR is activated.

Manufacturer narrative:
Hill-rom technician found that when CPR was activated the head section would not lower. He found that the CPR/et valve was stuck and not opening. He replaced the CPR/et valve and the bed functioned properly.